Event description:
It was reported that during several torquing maneuvers, the physician observed that the guidewire had peeled where the torque collet device was placed. The physician completed the procedure with the same guidewire without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis revealed that the guidewire was bent and the polytetrafluoroethylene (ptfe) was peeled off between 26.0cm to 41.0cm from its proximal tip. The coating appeared to be scraped off of the guidewire with the torque device collet. The guidewire was found to be bent on several places along its ptfe length and it was also bent at 4.0cm from its distal end. No other anomalies were found. The guidewire dimensions were found within specification. During function evaluation, friction was experienced during advancement of the guidewire through a demonstration microcatheter likely due to the bends. The cause for the observed bends in relation to the reported issue could not be definitively determined. From the condition of the guidewire, it appeared that the torque device had been dragged down the guidewire ptfe. The direction for use (dfu) instructs to ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." The observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. Therefore, a root cause of dfu instruction not followed has been assigned to this investigation.

Event description:
It was reported that during several torquing maneuvers, the physician observed that the guidewire had peeled where the torque collet device was placed. The physician completed the procedure with the same guidewire without clinical consequences to the patient.